Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer's product investigation laboratory (pil) for evaluation and the customer¿s complaint was confirmed. The device¿s board needs to be replaced. Unit forwarded to engineering for further investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.